Manufacturer narrative:
The sample will not be returned. A follow-up report will be filed if more information becomes available.

Event description:
It was reported the catheter was used during labor & delivery. Upon removal, the catheter "snapped" without warning. Resistance was not met. The catheter came out in one smooth motion. A 5 cm piece was retained in the patient and was confirmed with x-ray. The patient underwent surgery and the piece was successfully removed without complication.